Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they obtained a discordant, falsely low vancomycin (vanc) result on a dimension vista 500 instrument. As per a ccc specialist's instructions, the customer ran a precision study on quality controls (qcs) to evaluate the instrument's performance. The precision study recovered within expected ranges. Siemens determined that the cause of the event is potentially related to a sample handling issue as the customer centrifuge samples at a speed and time which deviates from the tube manufacturer's recommendations. Due to this, particles were potentially aspirated from the plasma when the sample was initially run, affecting the initial discordant result. The cause of the event is related to a use error. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the pharmacist, who questioned the result. The sample was rerun on the same instrument and alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the pharmacist. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.

Manufacturer narrative:
Additional information (12-apr-2018): siemens further investigated the event and determined that quality controls were within expected ranges when the discordant, falsely low vancomycin (vanc) result was obtained on the dimension vista 500 instrument. Siemens determined that pre-analytical issues during pre-centrifugation, centrifugation and post centrifugation potentially contributed to the discordant result. Improper sample handling may lead to latent fibrin formation in the serum or plasma portion of the sample, formation of gel droplets containing cellular material in the plasma portion, oil droplets on the top of the samples, and/or cellular components remaining in the plasma portion of the sample with non-gel tubes. The customer's centrifuge time and speed potentially caused platelets, red cells, and other cellular debris to re-suspend into the plasma portion of the sample. Siemens concluded that fibrin or cellular debris was potentially aspirated into the aliquot well when the sample was initially processed, contributing to the discordant result.